Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms, which had been trending upward over time. Technical services (ts) noted possible lead calcification and discussed troubleshooting options with the health care professional (hcp). This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.